Event description:
According to the report received, the end user sustained "a head injury" when he fell while using a patient lift when the "cradle became disconnected from boom assembly, possibly caused by loose hardware". The end user received staples in the hospital to treat the wound. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.